Event description:
The reporter called on behalf on his wife, stating that she had gotten the er1 message a while ago, but he could not be specific as to when. He said she had retested and that her next result was 351 mg/dl, and that they had not contacted her dr. Their last contact with her dr was in early august when she felt lethargic, and had dizziness and difficulty seeing. During the last month she has had morning fasting results ranging from 133 bg/dl to 475 bg/dl.